Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a12 alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that they were able to clear and rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.